Event description:
Healthcare professional later reported "removing the implant which was ruptured on the right side." The device has been explanted.

Event description:
Patient reported ¿pain, capsular contracture baker grade unknown, and exchange from textured to textured to smooth due to the patient concern¿ this record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade unknown and exchange from textured to textured to smooth due to the patient concern.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ rupture: not observed openings during the analysis. As per the investigation procedure deformation and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported ¿pain, capsular contracture baker grade unknown, and exchange from textured to textured to smooth due to the patient concern¿. Healthcare professional later reported "implant removal from textured to smooth due to the concerns of the product" and "ruptured on the right side". This record is for the right side. Device has been explanted.

Event description:
Patient reported right side ¿pain, capsular contracture baker grade unknown, and exchange from textured to textured to smooth due to the patient concern.¿ device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.